Event description:
New information notes in (B)(6) 2014 the patient underwent lead replacement. It is believed that cautery during the procedure triggered the premature elective replacement indicator. After a device software download, normal device function resumed.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was successfully reprogrammed.